Event description:
It was reported that hole in the shaft occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the forearm. After a guide wire was crossed the lesion, a 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, when the indeflator was turned, pressure did not increase and contrast media was leaking at about 50cm from the tip. There might be a hole in the inflation lumen of the shaft. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed no damages. Microscopic examination revealed a hole to the inflation lumen and guidewire lumen 31.1cm from the hub. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that hole in the shaft occurred. The 99% stenosed target lesion was located in a moderately tortuous and moderately calcified vessel in the forearm. After a guide wire was crossed the lesion, a 5.0mmx40mmx80cm sterling balloon catheter was advanced for dilatation. However, when the indeflator was turned, pressure did not increase and contrast media was leaking at about 50cm from the tip. There might be a hole in the inflation lumen of the shaft. The procedure was completed with a different device. There were no patient complications nor injuries reported.